Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (tes non-functional) could not be duplicated. Upon further investigation, a reportable malfunction was found. The ecgs were non-functional due to the lead 1-wire broken near the jst connector. The belt did not pass falloff testing. The root cause for the broken wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.